Manufacturer narrative:
(B)(4). Expiration date: unknown as lot # is unknown. Similar to device with 510(k) p070016. MFR date unknown as lot # is unknown. Summary of investigational findings: the information provided for this complaint was limited to the description of event, patient outcome and the comments provided from the sales rep and the physician. According to the information, the product did not contribute to this event and the event is likely related to the patient condition. No further information could be obtained. The lot number of the complaint device is unknown why no review of the work order was conducted in this investigation. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: a (B)(6) male patient underwent emergency tevar for impending rupture of type b aortic dissection. There was no problem with access route, however, since bleeding point was not detected, it was planned that the whole thoracic region is covered by three devices (zteg-2pt-32-200-pf-d (lot # unknown), esbe-26-80-t-pf-d (lot # unknown) and esbe-28-80-t-pf-d (lot # unknown)) and txd bare stent is in the distal lesion. After placement of three devices, rerupture occurred and the blood pressure did not recover. The patient was confirmed dead. Patient outcome: the patient died.

Manufacturer narrative:
(B)(4). Pt identifier) unknown as information was not provided. Weight) unknown as information was not provided. Lot#: unknown as information was not provided. Expiration date: unknown as lot# is unknown. Similar to device with 510(k) p070016. Device manufacture date) unknown as lot# is unknown. Summary of investigational findings: the information provided for this complaint was limited to the description of event, patient outcome and the comments provided from the sales rep and the physician. According to the information, the product did not contribute to this event and the event is likely related to the patient condition. No further information could be obtained. The lot number of the complaint device is unknown why no review of the work order was conducted in this investigation. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: a (B)(6) male patient underwent emergency tevar for impending rupture of type b aortic dissection. There was no problem with access route, however since bleeding point was not detected, it was planned that the whole thoracic region is covered by three devices (zteg-2pt-32-200-pf-d (lot # unknown), esbe-26-80-t-pf-d (lot # unknown) and esbe-28-80-t-pf-d (lot # unknown)) and txd bare stent is in the distal lesion. After placement of three devices, rerupture occurred and the blood pressure did not recover. The patient was confirmed dead. Patient outcome: the patient died.